Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd), in the patient's gi tract, performed on (B)(6), 2010. According to the complainant, during the procedure, the clip prematurely deployed and fell into the patient. The clip was retrieved with no harm to the patient. The case was completed with another resolution clip device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd), in the patient's gi tract, performed on (B)(6), 2010. According to the complainant, during the procedure, the clip prematurely deployed and fell into the patient. The clip was retrieved with no harm to the patient. The case was completed with another resolution clip device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although it was originally reported that the product was being returned, a visual examination of the returned device found that the returned fragment was a foreign piece that did not come from a resolution device. Therefore, the root cause is undeterminable.